Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis. The ecog and impedance data are suggestive of a potential lead break.

Event description:
On (B)(6) 2025, neuropace identified insufficient charge in the patient's right mesial temporal hippocampal lead and notified the physician. Detection and stimulation on the lead were disabled. The lead was replaced on (B)(6) 2025.